Event description:
A (B)(6) distributor contacted zoll customer support to report that a patient was receiving constant adjust belt/check belt messages. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt/check belt messages) has been confirmed. Upon investigation the brown (-5v) wire was open inside of the trunk cable connector. The root cause for the open wire was unable to be positively identified but was likely the result of physical abuse. No adverse event resulted from the damaged connector and open wires. The patient received a replacement electrode belt.